Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 11 months after the dental implant was placed in ada site 16 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's peri-implantitis, pain and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Follow-up being sent in order to correct the name of the implant given in brand name.

Event description:
The clinician reported that almost 11 months after the dental implant was placed in ada site 16 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's peri-implantitis, pain and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 11 months after the dental implant was placed in ada site 16 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's peri-implantitis, pain and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.